Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm quantity involved. Procedure name, procedure date. Note: events reported in 2210968-2021-00257 and 2210968-2021-00258. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke off the thread. The thread breaks off from needle after the first pass through the skin or second pass. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 02/04/2021. Additional h6 component code: g07002 ¿ conforming device additional information: d4, d9, h4, h6. A manufacturing record evaluation was performed for the finished device lot number qjmtma, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: an opened box with an unopened sample of product code j494, lot # qjmtma were received for evaluation. During the visual inspection the unopened sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested, and the following was obtained: please confirm quantity involved: the majority of the box (about half of the box). Procedure name : reconstruction surgery. Procedure date: dates varied, not all on the same day. Device return: vicryl. The single complaint was reported with multiple patients/procedures/events. There are no additional details regarding the additional patients/procedures/events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-00258, 2210968-2021-00257, 2210968-2021-01074, 2210968-2021-01075, 2210968-2021-01076 and 2210968-2021-01077.